Event description:
It was reported that during a stent procedure, after successful stent deployment in the lad, the stent delivery system (sds) would not move on the guide wire and both devices were removed as a unit. Reportedly, there was no patient injury. This MDR is being field based on the investigative finding of a separated tip.